Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a blood glucose of 401 mg/dl. The user was able to treat the high blood glucose by refilling the insulin pump without assistance from a caregiver. No emergency medical services or hospitalization was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.